Event description:
Pt had a successful cardioversion of atrial flutter back into a normal sinus rhythm using synchronized biphasic 200- joule shock. After the cardioversion, a pencil - line burn was noted on the left breast. The burn was a red line approximately 2-3 inches long with no blistering. Prior to the pad placement and cardioversion, the pt had been shaved on the left breast. The burn was treated topically with silvadene cream.